Event description:
It was reported that suture placement was attempted in the right common femoral artery (rca) using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The proglide devices were flushed with saline prior to use. Reportedly, a proglide device was placed; however, no blood flow was present at the marker lumen. A second proglide device was used with the same results. An additional proglide device was placed, but the sutures failed to deploy. Another proglide device was used with the same results. A cutdown was performed following the aaa procedure to close the artery and achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and is in-training in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The three other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.